Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon observed that the monopolar curved scissors (mcs) tip cover accessory installed on the mcs instrument had a bilateral hole. Arcing from the tip cover was not observed. The site inadvertently discarded the tip cover. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the tip cover is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.